Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) error 31055 was repeatedly occurring. System logs confirmed repeated 31055 errors reported by the e-stop switch on surgeon side console (ssc1). The customer powered off and disconnected ssc1 and continued the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-stop switch on the surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on review of the system logs. The probable root cause is attributed to e-stop switch on the surgeon side console (ssc).